Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power on error e216 (scope communication error code). Based on the results of the investigation, a probable root cause for scope error e315 could not be identified. Regarding the newly found issue of power on error e216, the most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed scope error e315. The issue was found during reprocessing of the device. There was no patient involvement.